Manufacturer narrative:
Zimmer biomet (B)(4). The product involved on the complaint was returned to (B)(6) facility. The visual inspection performed on the returned product confirmed a fracture of a distal extension across the distal cylinder for tooth 28. Furthermore, the visual inspection of the product found hints of tampering, given that around the fracture site there are several marks that seems to be created by a welding operation produced after the product was released from biomet 3i. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the bar fractured on right side of the patient at the cylinder. Doctor confirmed the implants are fine and there is no patient impact. The reported complaint was confirmed following visual inspection of the returned. However, evidence of tampering was seen on the device. A definitive root cause for this complaint could not be determined. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Expiration date and UDI unknown / not provided.

Event description:
It was reported that the the bar fractured on right side of the patient at the cylinder. Doctor confirmed the implants are fine and there is no patient impact.